Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was requested for part 02.107.202/ lot 698574: no DHR review can be completed since the lot number provided is inaccurate or incomplete. Lot 698574 does not exist in the synthes erp (jde) system. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient was implanted with one (1) 2.7mm/3.5mm variable angle locking compression plate (lcp) olecranon plate, one (1) unknown 3.5mm locking screw, one (1) unknown 3.5mm cortical screw and four (4) unknown 2.7 mm locking screws as treatment for a right olecranon fracture. On an unknown date post-operatively, the patient decided he wanted his hardware removed due to being uncomfortable. No allegations were reported against the hardware. It is unknown if there were any contributing factors that lead up to the adverse event. The patient underwent revision surgery on (B)(6) 2017 for hardware removal. This report addresses postoperative issue of patient being uncomfortable. The intraoperative issues of difficulty in removing four (4) 2.7mm unknown locking screws during the hardware removal surgery has been reported under linked complaint (B)(4). This report is for one (1) 2.7mm/3.5mm va-lcp olecranon plate. This is report 1 of 4 for complaint (B)(4).